Event description:
Please refer to the initial report.

Manufacturer narrative:
The infinity acs workstation cc consists of two main parts which operate mostly independent of each other. The ventilation unit v500 performs the ventilation and the cockpit c500 is the main display and allows for user input. For the investigation the provided logfiles were analyzed. Other than initially reported it was found that, after the user adjusted some settings, the ventilation unit v500 performed a warm start on (B)(6) 2019 at 7:29 am. As a safety feature of the system, the safety software analyses and verifies proper function of the device. In this case the safety software detected a deviation within the pba m16.2 and consequently triggered a warmstart of the ventilation unit. During a warmstart the ventilation stops for a short time (8 seconds) and the emergency-breathing valve opens to ambient allowing for spontaneous breathing. Audible alarms are posted to inform the user about the problem. However, manual ventilation with an alternate device may be considered necessary. As per logfile the ventilation unit restarted within the specified time and continued to ventilate after the successfully performed warmstart. It can be assumed that the communication between ventilation unit v500 and cockpit c500 required about one minute after the warmstart of the ventilation unit to be reestablished, meaning that the parameters and waveforms are not displayed during this time at the cockpit c500. This would correspond with the description of the user. However the supplemental oled-display displays curves and the most important parameters during the ongoing ventilation. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was started. First analysis of the logs showed a restart of the ventilation unit. The final results will be sent within a follow-up report.

Event description:
It was reported that the user selected 100% o2 to perform a suction maneuver and the vent started alarming then the parameters and waveforms disappeared for about a minute. There was no injury to the patient reported.